Manufacturer narrative:
This report is being submitted to provide information reported by the customer and investigation findings. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities were detected in the DHR related to the reported event. Physical evaluation of the returned device: the user's report is confirmed, the probe is damaged. The fracture surface of the probe shows no hollow areas or other abnormalities that would indicate a device quality issue. There were collision marks on both sides of the damaged probe indicating stress was applied. Review of the instructions for use (IFU) shipped with this device provides the user the following information related to the reported event: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Conclusion summary: the definitive cause of the user's experience cannot be established. Based on pervious investigations of similar events and the information gathered through this investigation, the following are likely causes: the probe made contact with another surgical instrument during the output activation in seal & cut mode causing the scratches noted on the probe. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. With the tissue pad worn out, the non-insulated area of the grasping section and the distal end of the probe came into contact.

Event description:
The customer reports during a full bladder surgery using a thunderbeat probe, there was an intermittent alarm about "energy transmission failure" when the device was initially started. Since it was a new device, the user suspected it was a connection problem and continued to use the device. After ten minutes of use, the probe was damaged. This occurred just after the patient's peritoneum had been incised and the damaged probe fell into the patient's abdominal cavity. The user removed the damaged probe through another unspecified procedure. A second probe was used to complete the procedure with no additional consequences to the patient reported.

Manufacturer narrative:
Please see the update in h4.